Event description:
Per the clinic, the patient developed seroma at the implant site, exposing the receiver/stimulator. Subsequently the patient underwent a surgical procedure to drain the seroma; however, the issue could not be resolved. The device was explanted on (B)(6)2023. There are no plans to reimplant the patient with a new device as of the date of this report.